Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured at the lesion area while pressure was applied. The procedure was completed with a different device. No patient serious injury nor complications were reported. It was further reported that the 90% stenosed target lesion was located in a non-tortuous and moderately calcified vessel below the knee. During first inflation at about 6 atmospheres, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured at the lesion area while pressure was applied. The procedure was completed with a different device. No patient seriious injury nor complications were reported.